Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient right eye on (B)(6) 2012. The lens was removed the next day due to mal-position of the lens, pupillary block and elevated intraocular pressure. The incision was enlarged to remove the lens. No other lens was implanted. No suture was needed.

Manufacturer narrative:
(B)(4) (secondary surgery), (incision sutured). (B)(4). Evaluation: method - lens work order search. Results: visual inspection of the returned product found lens haptic torn and piece of torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).